Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-nov-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the auxiliary half-height drawers 4.1 and 4.2 were not detected. A field service engineer (fse) reseated and cleaned the retractor band and row board cable, checked the pyxis bus cable for any cuts, performed firmware updates, and rebooted the system. The unit was tested using the hardware test application (hta), and the customer completed inventory verification. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, a drawer failed to register cubie closure, with cubies not recognizing as closed and failing to prompt for a witness during narcotic recovery. The issue persisted despite recovery attempts, and similar behavior was observed across multiple cubies within the same drawer. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.